Event description:
It was reported that, during an unspecified procedure, the camera head had first blurred and streaky picture, then total picture failure and the screen turned "black". The unspecified operating procedure was completed using another similar device. The procedure was extended by 10 minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction- d5 update- d8, d9, h4 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU):** if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that, during an unspecified procedure, the camera head had first blurred and streaky picture, then total picture failure and the screen turned "black". The unspecified operating procedure was completed using another similar device. The procedure was extended by 10 minutes. There were no reports of patient harm associated with the event.